Event description:
Reportable based on device analysis completed on 16feb2022. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback the screen became dark and nothing was displayed. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed device detachment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. No other visual damages were noted. Impedance testing showed a good unit wave form and he impendence transducer level testing showed a good electrical rh peak signal. Imaging testing could not be performed due to the condition of the returned device which occurs post-use of the device and is not related to the original device failure. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage.